Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump may have gotten wet. Subsequently, an altitude alarm occurred. The customer had not tested blood glucose levels at the time of the event. There was no reported impact to the customer's blood glucose level. Reportedly, the customer was unable to clear the alarm. The customer utilized manual injections as alternate therapy. During a follow up with tandem technical support, the customer reported that the cartridge was removed from the pump overnight and subsequently the customer was able to resume insulin delivery the following day.